Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500162395) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that "within the second week of (B)(6) in the morning", he was checking his horses when he "felt disoriented" and couldn't "figure out where (he) was and who (he) was". Customer further reported he had been unable to test using his adc blood glucose meter due to e1, e3, and e7 messages appearing on the meter display. Customer self-presented to a local hospital to have his blood glucose checked and reported that a reading of 3 (unspecified unit of measure) was obtained on an unspecified source. Customer was diagnosed with hypoglycemia and given "peanut butter, candies, and orange juice" to raise his blood glucose. Once customer's blood glucose was stabilized, he was released from the hospital that evening. There was no report of death or permanent impairment associated with this event.